Event description:
Extension button missing. Motor forwarded from repair dept with the following note from the customer: "bend metal d-ring where tool attachment goes on. Was difficult to get attachment off. (Repair.)" There was no report of pt impact. On follow up it was reported that the neurocoordinator was unaware that pieces were missing from the motor. Hosp did not think pieces had come into contact with a pt. But this could not be positively ruled out.